Manufacturer narrative:
The device evaluation is on-going. Should additional, relevant information be provided, a supplemental report will be submitted.

Event description:
It was discovered during the device evaluation, that the olympus evis lusera colonovideoscope had foreign material found in the nozzle. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 and e1. Correction is also being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 25 jun, 2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.